Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat gastrointestinal bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, while deploying the clip, the spring in the handle protruded from the side, preventing the clip to fully released from the catheter. The nurse had to utilize a toothpick in the spring and manipulate the device to successfully release the clip from the catheter. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.